Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) instrument or mcs tip cover with an alleged issue to perform failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
During failure analysis investigation of the prograsp forceps instrument, a localized melting was found on the main tube at the distal end. This damage suggests arcing may have occurred from a monopolar instrument used during the procedure. A log review identified that monopolar curved scissors instrument was used along with the prograsp forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not notice any arcing event occurred while using the monopolar curved scissors (mcs) instrument or the tip cover. The mcs instrument and tip cover were inspected prior to use with no damages noted. The tip cover was installed properly.